Event description:
Stapler mcm20 medium clip applier , lot # n4la4a exp. 2-28-2021 assembled in (B)(6)was "sticking to the tissue and creating a double squeeze to the vessels". We stopped using the device and opened a new one from the same lot # with no further problems. No patient harm occurred.